Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a dim and discolored display issue. It was reported the issue occurred gradually beginning 6 months prior to the date of complaint. The reported stated the display screen was difficult to read in a bright setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 03/03/2014 with the following findings: during testing, the display was found to be dim/faded and discolored. Unrelated to the complaint, evaluation revealed that the returned battery cap threads were stripped/damaged. The returned battery cap was not able to be secured appropriately to the battery compartment. A test battery cap was used to complete the investigation. Also unrelated to the complaint, evaluation revealed that there was a crack in the battery compartment threads.